Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. D4 batch #: m9a09h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned, and the remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed. A probable cause for the device to stop activating and the energy systems to display an alert screen is blade damage. The device was analyzed and it was determined that it was used in more than one generator, which is not intended, and the device was disassembled to verify the internal components with no anomalies found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, which can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can include ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch/lot m9a09h, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.